Event description:
Nine minutes into patient's first treatment session, patient, developed acute onset of shortness for breath and chest pain. The treatment was stopped, physician was called, IV started, 02 given, IV morphine and lasix given, ems called. Patient coded and required resuscitation en route. Resuscitation efforts continued until ER. Admitted with chf and pulmonary edema. Patient expired eight days later while still an in-patient.